Manufacturer narrative:
The customer contacted the customer care solutions center for support and provided log files for review. The customer also indicated that he tested the product by simulating leads off and found that a red level inop was provided as expected during testing. The data was reviewed by quality and then also by product support, and research and development staff. Logs indicate that multiple "leads off" inops were provided (cyan level inops) between 7:47 and 7:58 for "la" or left arm lead off conditions. Additionally "cannot analyze ECG" inops were provided as were "v lead off" and "ll lead off" inops with alarms silenced at the central. A "no signal" inop was announced at 8:08 am and was silenced at the central at 8:09 am. No red level "ECG leads off" inop was provided for this bed because the conditions for this inop were not met. When the "no signal" inop was provided, monitoring was no longer occurring and alarm silencing was noted at 9:29 and 9:40. When the device indicates no signal, product labeling instructs users that actions are required in order to restore monitoring. In this case, actions were not immediately taken to restore monitoring. The information center remains in use. Information about the log data has been provided to the customer. No malfunction of the information center occurred. Technical inops including "leads off", "cannot analyze" and "no signal" were provided at the central with indications that these inops were silenced. The "no signal" inop silencing represents an acknowledgement of no further active monitoring. No red "ECG leads off" inop was provided because the conditions for the red inop were not present; only certain leads were inoperative/off and all leads were not off at the same time based upon a review of log files. At least one user acknowledged alarms involving "no signal" however action to restore monitoring did not occur for several hours.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient in room 5052 lost the ECG signal at 8:03 with no red ECG leads off inop as configured/expected at central. The patient expired at 13:55 and they did not get asystole or a waveform back until 14:05. A patient death occurred.